Event description:
The device was returned for service. During service by baxter, broken doors 1 and 2 was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported "broken". Information was not provided regarding whether or not the problem occurred during a patient infusion. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of "broken" was confirmed to downstream occlusion alarm, caused by broken doors 1 and 2. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.